Event description:
A medtronic representative reported that, while in a cranial resection procedure, the surgeon was unable to merge an magnetic resonance imaging (MRI) and computed tomography (CT) exam. The MRI was not usable for the procedure. The site had an additional MRI that was a spoiled gradient recalled echo (spgr) sequence. The medtronic representative was able to adjust the software settings and merge the additional MRI with the CT exam to resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. This troubleshooting took approximately three hours to complete.

Manufacturer narrative:
Patient information was unavailable from the site. The decision to file this report was derived from findings of an internal manufacturer CAPA addressing delay of therapy to the patient.software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.